Manufacturer narrative:
H6: upon receipt of the device, ventec downloaded its electronic records (system logs) for analysis and confirmed multiple instances where it had previously rebooted by itself, however, when the device was evaluated by ventec the reported issue could not be duplicated. Ventec replaced the internal flow transducer (ift), the ift cable and the control board to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the ift, ift cable and control board, however, further component level cause could not be conclusively determined.

Event description:
It was reported that the device needed service. Upon receipt of the device, ventec downloaded its electronic records (system logs) for analysis and observed multiple instances where it had previously rebooted by itself. There were no reports of patient involvement associated with the reported event.